Event description:
Information received indicates the hi/low function is drifting down from the high position.

Manufacturer narrative:
The technician cleaned the hi/low drive brake assembly to repair the bed.